Event description:
It was reported that a homechoice device experienced an unspecified alarm during an unreported stage of peritoneal dialysis therapy. It was unknown if the patient was connected to the device at the time of the alarm. A swap of the device was initiated and the technical service representative discussed the use of continuous ambulatory peritoneal dialysis to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check supply line alarm was identified during a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and did not find anything related to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Functional and electrical testing did not reveal anything related to the reported condition. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.